Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced a solenoid valve to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter hotline that the unicel dxc 600 synchron system generated false high dign (digoxin) results of 2.6 and 2.7 ng/ml on one emergency room (ER) patient sample. It is unknown which one these results was reported outside of the lab. The customer stated there was no impact to patient treatment based on the reported high dign result. Additionally, alt, ast and bun (alanine aminotransferase, aspartate aminotransferase and blood urea nitrogen) results were suppressed (no results generated) on this same sample. Controls (qc) were run before and after this event and the results met the laboratory's established ranges. The customer repeated the original sample and the dign result was lower (<0.1 ng/ml). A redraw sample was also tested and confirmed to be <0.1 ng/ml. The customer corrected the result to the lower obtained value.